Event description:
During checkout and setup of the infant flow system, the operator was unable to get any of the "leds" to illuminate in the continuous positive airway pressure bargraph display. There was no pt involvement.